Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2011 and a left total hip arthroplasty on (B)(6) 2012. Subsequently, patient alleges pain, multiple falls and (B)(6) infection. There has been no reported revision procedure to date. A review of the invoice history confirmed the surgery dates. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2014-05717/05720 & 05722).